Manufacturer narrative:
A2. Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the balloon identified no tears in the balloon material. Some traces of blood were visible inside the balloon which is indicative of a leak having occurred in the device. No issues identified with the hypotube shaft. No kinks or damages on shaft polymer extrusion. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. Leakage testing was performed using an encore inflation unit an attempt was made to inflate the balloon when a pinhole leak was confirmed. The pinhole was located at 1mm proximal from the proximal markerband. A visual, tactile, microscopic and leakage test was performed. Device analysis confirmed that a pinhole leak did exist in the balloon material. The pinhole was located at 1mm proximal from the proximal markerband. No issues were noted with the actual device which could potentially have contributed to the pinhole leak. No other damage was observed.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 4atm. The device was removed using normal method without any problem. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.

Manufacturer narrative:
A2. Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 4atm. The device was removed using normal method without any problem. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.